Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest result. The alleged sample generated a negative result for sars-cov-2, flu a and flu b in the initial test on the cobas liat system. Retest on the biofire system generated a flu a negative, flu b negative and sars-cov-2 positive result. Customer initially reported the negative result, and then corrected the entry to flu a negative / flu b negative / sars-cov-2 positive upon the biofire results. No harm was alleged.

Manufacturer narrative:
The allegation could not be fully assessed, as no data was provided. The alleged sample ID is unknown. It is not known why the sample was retested or if the patient was symptomatic at the time of testing. The affiliate made multiple attempts to collect this information, but was not able to get a response. An investigation performed on the reagent kit lot did not identify any issue. A common cause for discrepant results is a low titer sample. Results are known to waiver between positive and negative when titers are near the limit of detection (lod) for a given test. As the biofire® rvp test is a qualitative panel, and only reports whether or not a target is detected, it cannot be determined whether the alleged sample has a titer near the lod for the either test. Additionally, discrepancies may occur due to differences in test sensitivities. (B)(4).